Event description:
Pt reported obtaining back-to-back blood glucose results of 194 mg/dl or 184 mg/dl and 98 mg/dl or 89 mg/dl (patient could not recall exact values), while using the suspect device. Pt indicated that, at the time of the tests, he was exhibiting symptoms of hypoglycemia. Pt reportedly self-treated by eating breakfast. No pt injury was reported. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.